Manufacturer narrative:
Sample from the patient was submitted for further investigation. An interfering factor to the assay antibody/ idiotype was identified. This interference is documented in product labeling.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable thyroid results for one patient sample from a cobas e602 analyzer. The specific date of testing was not provided. The sample was submitted for investigation and was tested on a centaur analyzer, analytical e module analyzer, and a cobas e411 analyzer on (B)(6) 2015. Of the data provided, only the free thyroxine (ft4) and free triiodothyronine (ft3) results were discrepant. Refer to the attachment to the medwatch for all patient data. Refer to the medwatch with patient identifier (B)(6) for the ft4 assay. Information concerning if any result was reported outside the laboratory or if the patient was adversely affected was requested, but was not provided. The reagent lot number and expiration date were requested, but was not provided.